Event description:
It was reported that the patient experienced an increase in stimulation and felt like it was shocking the patient. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Explant date: (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(4). Batch: 2000022720.